Event description:
The filter was inadvertently placed incorrectly. One leg was in the left renal vein and another leg in the right renal vein. Physician had a colleague help retrieve the filter. Another lp filter was placed without incident.